Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number:3006705815-2020-01856. It was reported patient suffered a fall and experienced ineffective therapy from approximately (B)(6) 2020. Diagnostics revealed high impedance readings. Programming was unable to solve the issue. X-rays revealed that there was possible lead fracture above the anchor. To address the issue patient may be awaiting surgical intervention later.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the leads were replaced and effective therapy was restored.